Manufacturer narrative:
Device evaluation: returned device was received with damage. No evidence of reported problem in event log was found. During the evaluation of the device the device was powered up the device started double beeping. The customer reported condition was confirmed. Problem source is unknown. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received that a smiths medical cadd-legacy 1, was double beep alarming. No patient involvement.